Manufacturer narrative:
The instrument was returned and evaluated. Complaint broken cable is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Additional finding: scratches on distal pulley. There are scratches on the surface and edges on the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing a broken cable on the mega suturecut needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.